Manufacturer narrative:
(B)(4). Yielded jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position. Another potential cause is excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the endo clips that came in the chole kit would sometimes not fit properly staying completely open, other times it would close but with a bubble on the end. Had to open a new single endo clip that worked properly. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.